Manufacturer narrative:
The customer replaced both the na and ca electrodes. The bci hotline instructed the customer to clean the modular chemistry (mc) sample probe and to inspect the mc sample syringe, the ise module area, and the electrolyte injection cup (eic) valve. A field service engineer (fse) was dispatched on (B)(4) 2010 and performed a complete preventive maintenance (pm) on the system. The fse performed troubleshooting, replaced, and repaired multiple hardware parts. The fse recalibrated the system and performed a system check. This issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous sodium (na) and chloride (cl) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The customer also reported the instrument was recovering calcium (ca) reference drift errors. No false results were reported out of the laboratory. Patient treatment was not affected in this event.